Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. Product ID: 3057, serial/lot #: unknown. All codes apply to both product ids: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for fecal incontinence and urge incontinence. It was reported that the patient had the trial put in yesterday and on the way home, the patient had to go to the bathroom. The patient stated that when she was in the stall, her panties were stuck to the thing, to the wires so she didn't know if she pulled something when she pulled her panties down or what. The patient mentioned that after that happened she stopped feeling the stimulation and found the device was not helping her symptoms. The patient also reported that the device wasn't working and she wasn't seeing improvement in her bladder. The patient noted that she was on 1.3v and had tried increasing it and brought it down to 0.0v, but put it back up and she didn't feel anything. Troubleshooting attempts were made and the patient was told to try increasing stimulation all the way up to 4.2v and she reported feeling stimulation in her lower back where the leads go in. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.